Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen became unresponsive and the pump was nonfunctional. The user switched to backup insulin injections to maintain therapy. No symptoms were reported, and no medical intervention was required. A replacement device was arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.